Event description:
The customer reported that during use of the concept suture passer needle with the suture passer in a shoulder arthroscopic/rotator cuff repair procedure, the tip of the needle broke off. A second needle was used and it too was broken off while the surgeon trying to pass through the tissue. As reported, one of the broken tips was retrieved, as for the other tip the surgeon believed that it was removed via suction and irrigation. The procedure went on and completed with no further complications or serious injury to the patient. The patient was discharged at per routine procedure for this type of surgery. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred. Also, as reported, the damaged suture passer needles were already discarded at the user facility and will not be returned to conmed for evaluation. In addition, the reporter did not recall the patient's age, etc. And thus the patient demographic information were not provided.

Manufacturer narrative:
As reported, the damaged concept suture passer needles are not expected for evaluation, as both were discarded at the user facility. Without the actual products, an evaluation could not be performed and the root cause of the reported breakage was unable to be determined. A review of the device history records showed this lot unique identifier (B)(4) was manufactured on 28-may-2014 in a lot of (B)(4) units with no noted discrepancies during the manufacturing process that could have caused or contributed to this alleged problem. To date, no similar complaints have been received for this item and lot number combination. Also, as reported the involved concept suture passer performed as intended with no problems noted during the procedure and will not be returned for evaluation. (B)(4). Each of these materials are routinely used in the manufacture of medical instruments and have a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches and orthodontic devices. The suture passer and needle were released in aug-2010 and the use of this product is technique dependent and the dfmea for this product addresses needle breakage as an acceptable risk. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user the following warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. - if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. - do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and breakage of the needle, which may cause possible patient injury. Devices were discarded at user facility.